Event description:
It was reported that the pt had been experiencing spasticity in her neck and headaches since (B)(6) 2010. The healthcare provider felt that the tip of the catheter, implanted at t2, may have been irritating a nerve. The infusion rate was decreased and the pt was taken to surgery. The catheter was pulled down 9 centimeters. The pump was used to deliver lioresal 1000 mcg/ml at 795 mcg/day. It was noted that a baclofen assay had been done and showed that the medication was approximately twice as high as what the hcp thought the results should be therefore, following the catheter revision the infusion rate was decreased to 450 mcg/day. The pt lived in another state, so she was going to have her sutures removed by an hcp closer to home. The pt and family members were told to notify the managing clinic if there were any issues. As of (B)(6) 2010, the clinician hadn't received any calls.

Manufacturer narrative:
(B)(4).